Event description:
It was reported that a patient had a malfunction alarm labeled malfunction 5-0x2147 on their pump. There was no reported impact to the customer¿s blood glucose level. The pump had not yet been trained on, and the patient was asked to call for assistance; however, this had not happened. Technical support was requested to follow up with the patient for troubleshooting.